Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was located in the left anterior descending artery. While trying to insert the 2.75x20mm taxus liberte stent into an unspecified guide catheter, resistance was felt. The stent never exited the guide catheter. When the physician pulled it out they noticed that the proximal edge of the stent was deformed. The procedure was completed with another of the same device. The pt status is listed as ok with no complications reported.

Manufacturer narrative:
(B)(6). (B)(4).